Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and experienced an elevated blood glucose (bg) level of 700 (mg/dl). Reportedly, customer changed supplies and delivered a bolus but was unable to lower bg levels. The customer was subsequently hospitalized for elevated bg levels and diabetic ketoacidosis; however, customer reported they were unable to recall the exact date of the hospitalization. While in hospital, customer was treated with intravenous insulin and fluids and released the following day. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.